Manufacturer narrative:
H6: type of investigation, investigation findings and investigation conclusions. H11: additional manufacturer narrative. A device history record (DHR) review was performed, and no relevant non-conformances were identified. The device was not available for evaluation therefore the failure could not be confirmed. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the root cause remains indeterminable as no patient or procedural factors known to cause or contribute to svd were reported.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported from canada via the implant patient registry that this valve model 3300tfx27mm implanted in the aortic position was explanted from a 69-year-old after an implant duration of 4 years due to calcification leading to a leaflet impairment (one completely immobile and another one stiff) and increasing gradients. The patient was asymptomatic prior to the intervention. A bioprosthetic valve was implanted in replacement. The patient was reported to be discharged in good condition.

Manufacturer narrative:
The device was not returned for evaluation, as it was sent to microbiology lab at the site. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.